Event description:
Freestyle libre sensor was applied and did not report all data. Routine errors in sensor including "too cold for reading" when indoors controlled room temp approx 20-25 degree c environment. Data from sensor did not align with finger pricks suggesting "mid ali ration." Routine "lo" alarm readings when scanning flash sensor, but then smoothed in graph to show glucose stayed >50 for multiple hours when scanning 10 min later. Several instances of <50 mg/dl reading with finger pricks showing >75. Graphs were dropping data points showing periods of no data with scans less than 4 hours apart. Clear error with device function and calibration. Corresponding finger sticks >75 in each instance. FDA safety report ID# (B)(4).